Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the activation of the firewall. The field service engineer replaced the usb cable; however, this did not rectify the problem. Subsequently, after disabling the firewall, darts, the issue was resolved. The user has confirmed that the problem has been fixed. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6) for nursing and healing.

Event description:
It was reported when using the bd pyxis¿ medbank mini, the bioid and drawers were showing offline and not working. The customer reported that the issue resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.